Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided a guide wire that was separated into two pieces. Piece a, consisting of the distal end of the core and coil wire was severely kinked and twisted along its length with stretched coils. The proximal end of the core wire had separated at an angle consistent with having been cut. It was not necked down or discolored. Piece b consisted of the proximal end of the coil wire with the weld attached. The separation had occurred adjacent to the weld. The exact length of the device was difficult to measure, but 6 cm of core wire appeared to be missing from the proximal end. A review of manufacturing records did not yield any relevant findings. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage during use and caution not to withdraw against the needle bevel or use excessive force. Based on the damage to the guide wire and the information reported, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that during insertion in anesthesia, the md was unable to thread the catheter over the guide wire due to severe resistance. As a result, it was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.